Event description:
The manufacturer received information alleging a ventilator's internal battery is depleted. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator's internal battery is depleted. There was no harm or injury reported. During the evaluation of the device at a third party service center, the service technician states that the device is not working properly. The device failed a usb verification outlet test. The printed circuit assembly (pca) display board is damaged with corrosion. The device shows signs of contamination due to yellow sticky residue. There is no documentation stated regarding the internal battery depletion allegation, nor a root cause or component replacement. The section h coding has been updated to reflect this information..